Event description:
On 08/25/2025, it was reported that the user dropped their ilet device, which resulted in a broken connector that could not be removed from the device. A replacement ilet was arranged. No blood glucose impact was reported. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.